Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was above 500, 297, 292, 400 mg/dl. The customer was treated with the insulin pump and manual injection. Customer was having no delivery alarms. Customer stated that they were able to calibrated the 292 mg/dl successfully and was able to enter auto mode. Customer declined troubleshooting the high blood glucose and the no delivery alarm at this time, he was out at dinner. The insulin pump will not be returned for analysis.